Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was further reported that the device had unexpected longevity and was at elective replacement indicator (eri) two years after implant. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2010; 4194-78 implantable pacing lead (B)(6) 2005; 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).